Event description:
Reporter experienced the er1 message and retested. Reporter compared with color chart showing a blood glucose reading in the 200 mg/dl range which coincided with the meter reading. Technique may have been suspect. Co reviewed technique and possible er1 message causes.